Event description:
It was reported that the rv lead was explanted due to unacceptable thresholds, loss of capture, high impedance of greater than 3000 ohms, and an apparent lead fracture. No patient complications were reported as a result of this event. Further information provided by the patient's son alleges that the patient received shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. Other: it was reported that the rv lead was explanted due to unacceptable thresholds, loss of capture, high impedance of greater than 3000 ohms, and an apparent lead fracture. No patient complications were reported as a result of this event. Further information provided by the patient's son alleges that the patient received shocks. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event capture, failure to impedance, high lead(s), fracture of shock, inappropriate high threshold.